Event description:
This is filed to report single leaflet device attachment/slda), worsening mitral regurgitation, tissue damage, and prolonged hospitalization and surgical intervention. It was reported in a literature review, that this was mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted flail and pre-existing chordal rupture. An xtw clip delivery system (cds) was advanced to the mitral valve. After several attempts to deploy the clip, the clip ultimately deployed. One clip was implanted, reducing mr to 2. Then approximately 5 weeks later, imaging revealed the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), worsening mr to 4+ and an anterior flair was observed. Additional treatment was not performed. Then during subsequent outpatient follow-up, a decision was made to send the patient to surgery. The patient was re-admitted and mitral valve repair was performed. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of implant/event is estimated as (B)(6) 2022. Literature attachment article titled: "single leaflet device attachment".

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and database for the reported lot could not be performed as the lot number and part number are unknown. Based on available information, the cause of the reported difficult clip deployment cannot be determined. The cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported tissue injury and mitral regurgitation (mr) appear to be cascading effects of the slda. The reported effects of mr and tissue injury are listed in the information for use (IFU) and are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.